Event description:
Event description boston scientific received information that this right ventricular lead had dislodged. During the lead revision procedure, the helix was extended and retracted multiple times, 14-16 turns were needed to fully engage the mechanism. The lead paced and sensed when the helix was retracted within the lead body, however would not pace when the helix was extended. Fluoroscopy verified that the lead perforated the right ventricle and lead repositioning was unsuccessful. The lead was then used to gain entry for a new lead, therefore insulation cuts were induced. The lead was explanted and upon visual inspection, tissue was noted to be entrapped in the helix mechanism. A costumer comment was made that the lead should not be implanted if it cannot be repositioned.